Event description:
Reporter alleged blood glucose measured 20l mg/dl at 16:17 and a repeat test measured 130 mg/dl at 16:20. It was reported a different meter read 153 mg/dl at 16:33 and a lab measured 26 mg/dl at 16:59. Treatment information on the patient was not provided. Controls were reportedly tested and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.